Event description:
The customer reported the pump does not hold a charge. During testing and investigation, the alarm logs were reviewed and the n56 (replace battery) alarm was noted. The device was powered up and displayed the battery depleted message with the battery icon empty. The device was connected to ac power and a message to keep device plugged into ac was displayed. The device passed a self-test on ac power. When ac power was disconnected, the device displayed a depleted battery message and powered off. A new battery was installed and change battery option was pressed. The device then passed testing. The complaint was confirmed with a probable cause of a combination of a depleted battery and change battery option not pressed and is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.